Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 6-8 x 30 mm acculink stent in the heavily calcified left internal/common carotid artery. Post deployment, it was noted that the stent was not fully apposed to the vessel wall at the proximal portion. A 6-8 x 40 mm acculink stent was then implanted to fully expand the proximal portion. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medication and products: other: aspirin, clopidogrel; embolic protection: emboshield nav6; other: aspirin. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.